Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the device gave a remote alert indicating the host computer had a memory problem, which can impact booting. The device was not in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the host pc memory 3 is failed during start up. Analysis of system log file showed errors related to the reported issue. To resolve the issue, fse replaced the host pc and installed the license. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.